Event description:
It was reported that 4 syringe 3ml ll 200 s/c had cracked barrels. The following information was provided by the initial reporter: "it was reported that syringe barrels have cracks on them and leak. Customer response 24-jun-2020 what is the date the issue was discovered? Event was discovered on (B)(6) 2020. What is the medication inside the syringe? Sodium chloride 0.9% solution. Issue: please be advised that we have received a customer complaint regarding 4 syringes of 3ml luer-lok tip syringe (ref# 309657), lot # 9095983. This is second complaint we received for the same product. Our previous complaint was addressed on ref# (B)(4). According to the client, syringes had a crack. During final verification of the medication preparation, it was discovered that the syringe was leaking. 4 syringe appears to be affected. (Many from the same box have been used without issue) no patient impact. Issue discovered during pharmacy use. Defective syringe is available for investigation."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-07-10. H.6. Investigation summary: three photos and four loose 3ml syringes with an opened blister pack from batch 9095983 (p/n 309657) were received and evaluated. All four syringes contained approximately 2ml of clear fluid and had a red tip cap attached with a label on the barrel that indicated "sodium chloride 0.9%". It was observed on each of the syringes there was a lengthwise crack extending from 0.5ml to the 2ml marking, which was rejectable per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. It was likely due to the reported jam in the assembly dials. No corrective actions are necessary based on the defective rate identified. Batch 9095983 is considered in compliance with our product specification requirements. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 syringe 3ml ll 200 s/c had cracked barrels. The following information was provided by the initial reporter: "it was reported that syringe barrels have cracks on them and leak." Customer response (B)(6) 2020: what is the date the issue was discovered? Event was discovered on (B)(6) 2020. What is the medication inside the syringe? Sodium chloride 0.9% solution. Issue: please be advised that we have received a customer complaint regarding 4 syringes of 3ml luer-lok tip syringe (ref# 309657), lot # 9095983. This is second complaint we received for the same product. Our previous complaint was addressed on ref# (B)(4). According to the client, syringes had a crack. During final verification of the medication preparation, it was discovered that the syringe was leaking. 4 syringe appears to be affected. (Many from the same box have been used without issue). No patient impact. Issue discovered during pharmacy use. Defective syringe is available for investigation."